Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. Customer was assisted with troubleshooting. Customer's blood glucose level was 146mg/dl at the time of the incident. Customer stated they did not know any significant event that led up to error and there was no other pump error prior to critical pump error. The customer was advised that the pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.